Event description:
It was reported the device displayed motor rate error while it was not in use with the patient. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the tamper seal was broken, and the top of the case was cracked down from the tubing guides upon receipt. Function flow test was performed. Error code for the motor rate error was found in the device event history log. Results: the customer reported issue was duplicated. Root cause of the reported issue would be attributed to normal wear and use of the device for more than 10 years. The motor assembly was replaced, and the issue was resolved. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.